Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. It was reported that the event occurred many years ago. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on an unknown date. During the procedure, the silicone plastic junction was detached. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.